Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed given allegation as this programmer (prm) booted up to all ECG signals and flatlined. There was a part of prm internal circuitry that was smashed/damaged and pins were fractured. Also, there was a damaged part of prm that had shorted out internally causing all ECG's to be flatlined. New method was done. In addition to this, the insulator was badly melted and when interrogating a device, prm would get intermittent out-of-range results. The radio frequency (rf) digital has multiple fractured solder joints, there was no system logs on hard drive and the strip chart recorder (scr) has cuts in roller from removing paper jam. All of these damaged parts were replaced and this prm was repaired. All ECG signals then work correctly and this programmer passed all functional incoming tests. The device manufacture date for this product is october 27, 2005.

Event description:
Boston scientific received information that this programmer (prm) was unable to program devices or get electrogram (egm) from devices through wireless connection that was done at implant procedure. Boston scientific technical services (ts) had confirmed that this prm was configured differently and it was then returned for analysis due to these radio frequency (rf) telemetry issues. No adverse patient effects were reported.